Event description:
Affiliate reported that the patient was presented with a hematoma after he/she fell over. The patient was sent for a MRI in 2009, and at that time, the valve could no longer be reprogrammed, and needed to be replaced. The product was implanted in 1999 and replaced in 2009.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.